Manufacturer narrative:
It was noted that this complaint could not be confirmed. The device was visually and functionally tested and was found to work in accordance with the mfg specifications. The problem reported by the customer could not be duplicated in the laboratory setting. A review of the device history records confirmed that this device conformed to the required specifications prior to distributions. Based on the results of this investigation, no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
Affiliate reported that the incision was not healing well and an x-ray indicated that air was found around the catheter, inside the reservoir and the ventricle of the brain. As a result the device was revised. The surgeon did not think that there was relation between implant removal and the product quality.